Event description:
It was reported that during an internal carotid artery (ica) occlusion case, angiography showed bubbles ascending, and upon inspection, it was found that the subject aspiration catheter had fractured. The physician immediately replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated c2 / d10 concomitant products grid ¿ updated h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the catheter shaft was fractured 6.5cm from the proximal of the hub and the distal shaft was damaged. The catheter tip was damaged. There was procedural fluid/blood in the catheter hub. Functional inspection was not required as event was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event catheter broken/fractured during use was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. The device was returned for analysis, the catheter shaft was fractured 6.5cm from the proximal of the hub. The catheter distal shaft was damaged. The catheter tip was damaged. There was procedural fluid/blood in the catheter hub. Based on a review of all available information and the analysis of the returned device it is probable the event occurred due to some procedural factors. The damage to the catheter shaft would indicate some resistance was encountered during the procedure. The as reported and as analyzed 'catheter broken/fractured during use' as well as the analyzed 'catheter shaft damaged' and 'catheter tip damaged' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an internal carotid artery (ica) occlusion case, angiography showed bubbles ascending, and upon inspection, it was found that the subject aspiration catheter had fractured. The physician immediately replaced it with a new device and continued the procedure without clinical consequences to the patient.